Manufacturer narrative:
The lens was returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's right eye. After the lens insertion the surgeon noted that the lens haptic was bent. The lens was explanted intraoperatively, an anterior vitrectomy was performed and a second li61aor lens was successfully implanted. A suture was used to close the wound as part of the surgeon's standard protocol.